Event description:
Customer alleged bed would not move up and down - shaft had snapped where it goes into motor. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model bs3176, serial number/date code (B)(4). It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The shaft had snapped on the bed where it goes into the motor. The maintenance department, at the facility, called and left a message for the nursing staff that the bed was not usable. Nursing did not get the message and the resident was put back into the bed. When the bed was adjusted for height the mattress and resident slid to the floor. No injury alleged. A new motor and shaft was received by the facility. The components will be returned for an evaluation.